Manufacturer narrative:
(B)(4). Internal file number -(B)(4). Subsequent to the initial MDR submitted, additional information received that the mitral regurgitation grade did not increase to severe as previously reported and remained trivial-mild. The physician assessed the patient effects and death as unrelated to the device. Based on the new information, this event would not be MDR reportable.

Event description:
Subsequent to the previous report submitted, additional information was obtained: on (B)(6) 2018 three mitraclips were implanted without issue, reducing the functional mitral regurgitation (mr) from severe to trivial-mild. The mr had remained mild on all follow-up echocardiograms. There was no increase in mr as previously reported. The mitraclips had remained stable and well seated on the leaflets. There was no device malfunction. The physician assessed the event as unrelated to the device.

Manufacturer narrative:
(B)(4). The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
This report is conservatively filed as the patient expired due to cardiac arrest with associated arrhythmia, mitral valve disorder/regurgitation (severe mitral regurgitation) and congestive heart failure. It was reported that on (B)(6) 2018 a mitraclip procedure was performed without reported issue. On (B)(6) 2018, the patient was hospitalized for congestive heart failure and discharged on (B)(6) 2018. On (B)(6) 2018, reportedly, the patient was hypotensive when she woke up. During patient assistance into a wheelchair by her husband, the patient became unresponsive. Emergency medical personnel arrived and the patient was in cardiac arrest in asystole. Cardiopulmonary resuscitation (CPR) was started. Following four rounds of epinephrine and 1 bicarbonate solution a rhythm was re-obtained. There remained no gag or cough reflex and the patient was admitted to the intensive care unit with heart failure, anoxic encephalopathy, and in a coma. Severe mr was also noted. Advanced cardiac life support was provided. On (B)(6) 2018, the patient expired due to cardiac arrest with associated arrhythmia, mitral valve disorder/regurgitation and congestive heart failure. Per physician, the event was unrelated to the mitraclip device and unrelated to the mitraclip procedure. There was no device malfunction reported. Although the event was assessed as unrelated to the device, severe mr was reported. No additional information was provided regarding this issue.

Manufacturer narrative:
(B)(4). As per the physician, the event was unrelated to the mitraclip device and unrelated to the mitraclip procedure. There was no device malfunction reported. Based on the reported information, there is no indication of a product quality issue with respect to manufacture, design or labeling in this incident.